Event description:
The customer reported having issues with the insulin pump, and some of the buttons were unresponsive. The blood glucose reading was 139 mg/dl. The customer stated that numbers were not ramping on their own, and the scroll bar was not moving up or down without input from the customer. Troubleshooting was performed, and the alarm history revealed motor error alarms. Advised the customer to remove the battery for five minutes and to insert a new battery, and the buttons were responding. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. The motor was tested outside the device and passed. Intermittent button response noted during testing due to corroded keypad traces. The device had scratched screen, cracked battery tube threads, and missing end cap sticker.